Manufacturer narrative:
The investigation determined that higher than expected results were obtained from two different levels of non-vitros biorad unassayed multiqual controls, lot 47940, using vitros valp reagent on a vitros 5600 integrated system. The assignable cause of the higher than expected results is unknown, however, a calibration related event or improper sample handling protocol cannot be completely ruled out as contributing to the event. Acceptable vitros valp performance was obtained after an additional calibration event, which would indicate the vitros valp reagent did not contribute to the event. A vitros valp within-run precision test was performed and the results were within in the acceptable criteria, indicating vitros valp reagent lot 2511-26-6711 was currently performing as intended on the vitros 5600 system. However, the precision test was performed approximately one month after the initial event occurred, so the performance of the vitros 5600 system at the time of the event cannot be verified. Therefore, an instrument related issue cannot be completely ruled out as contributing to the event.

Event description:
A customer obtained higher than expected results from two different levels of non-vitros biorad unassayed multiqual controls, lot 47940, using vitros valp (valproic acid) reagent on a vitros 5600 integrated system. Biorad l2 results of 74.5, 72.3, 72.3, and 72.2 ug/ml vs. The expected result of 60.0 ug/ml. Biorad l3 results of 135.3 and 126.7 ug/ml vs. The expected result of 105.0 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. Patient samples were not run for vitros valp over the time frame of the event; as the vitros valp quality control results were outside of the established control range. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as a total of three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).